Event description:
Case completed in 1 hour without complications. Nine anchors placed in fundus + 3 anchors placed in antrum. Patient revised 2 hours after "pose." No adverse symptoms appreciated. Eighteen hours after procedure, patient reported abdominal pain. Abdominal x-ray showed hemoperitoneum. Laparotomy was performed, ensuring hemostasis of bleeding vessel and cleaning of the cavity. Post-op without any complications and patient discharged 7 days after surgery.

Manufacturer narrative:
It is believed that the blood vessel was accidentally nicked by the needle of the g-cath in the course of completing the procedure. This would only happen if the physician failed to keep the needle tip in direct visualization at all times as trained and directed by the IFU.